Manufacturer narrative:
Additional information was received that this right ventricular (rv) lead has been surgically abandoned and replaced during a routine generator change out procedure. No adverse patient effects were reported.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Upon review of the right ventricular (rv) lead trending over the past year, it was reported that this lead had exhibited additional high out of range measurements. Technical services was consulted and offered troubleshooting options. The crt-d system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Upon review of the right ventricular (rv) lead trending over the past year, it was reported that this lead had exhibited additional high out of range measurements. Technical services was consulted and offered troubleshooting options. The crt-d system remains in service at this time. No adverse patient effects were reported.